Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the balloon ruptured at 14 atmosphere. No patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. Based on the information provided, the lesion was 90% stenosed, which may have contributed to the experienced rupture. In this case, an interaction with other devices and/or the lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at rated burst pressure (rbp) of 14 atmosphere. Return of the trek catheter may have aided in the evaluation and determination of cause. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Although there does not appear to be any indication of a product quality deficiency, without the product to examine, a definitive cause for the reported balloon rupture cannot be determined.